Event description:
It was reported that deflation failure and removal difficulties were encountered. The target leison was located in a coronay artery. A 12 x 3.50mm promus premier drug-eluting stent was advanced for treatmemt. However, it was noted that the stent balloon would not deflate and was unable to pull back into guide catheter. No known patient complications were reported. It was further reported that the balloon was removed intact from the patient's body by pulling the guide and wire out at once in a not fully deflated state.

Manufacturer narrative:
Device is a combination product. B3 - date of event updated. (B)(6). Device evaluated by MFR.: promus premier ous mr 12 x 3.50 stent delivery system was returned for analysis. The stent was deployed and not returned for analysis. The device was received in a hemostatic valve, guide catheter and with a guidewire through device. The proximal section of hypotube extending from hemostatic valve had multiple kinks. The balloon section was inside guide catheter distal tip. An attempt was made to withdraw the premier device back through the guide catheter, however it would not move. An attempt was made to advance the device in the guide to free the balloon however it would not move. The device was placed in a waterbath at 37 degrees celsius to soak in an attempt to soften any hardened media/blood that may have been causing the device to be stuck. After the device was removed from the bath, further attempts to remove the device from the guide catheter led to the hypotube kinking and fracturing 34mm distal to the distal end of the strain relief. The distal end of the guide catheter was then cut open to expose the balloon section. An examination of the balloon found a build-up of solidified contrast media inside the balloon. The proximal end of the balloon appeared folded and the distal end was bunched with no stent attached. A white substance consistent with solidified contrast media was noted on the device and within the guide catheter. The encore inflation device was tested before and after inflating the balloon. The balloon was successfully inflated to its rated burst pressure and successfully deflated within its allocated time of 16 seconds. The investigator attempted to remove the deflated balloon through the guide catheter, but the device could not be withdrawn fully due to the solidified contrast media in the guide catheter. The device and guidewire were withdrawn distally from the guide catheter. A mandrel was inserted into the hub of the guide catheter and a blockage was met halfway down the shaft of the guide catheter. The guide catheter was cut at this site and a white media (consistent with solidified contrast media) was noted in the guide catheter. This media was preventing the movement within the guide catheter noted during analysis. There were no issues with the movement of the returned guidewire in the promus premier wire lumen. A visual and tactile examination of the hypotube found multiple kinks. The hypotube kinked and fractured 34mm distal to the distal end of the strain relief during the attempts to remove the guide catheter. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that deflation failure and removal difficulties were encountered. The target lesion was located in a coronary artery. A 12 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent balloon would not deflate and was unable to pull back into guide catheter. No known patient complications were reported.

Manufacturer narrative:
Device is a combination product. Date of event updated. Updated: initial reporter title: dr. Initial reporter first name: from "(B)(6)" to "none". Initial reporter last name: from "(B)(6)" to "(B)(6)". Initial reporter phone: from "(B)(6)" to "(B)(6)". Initial reporter email: from "(B)(6)" to "none" initial reporter fax: from "(B)(6)" to "none". Occupation: from "other health care professional" to "physician".

Event description:
It was reported that deflation failure and removal difficulties were encountered. The target leison was located in a coronay artery. A 12 x 3.50mm promus premier drug-eluting stent was advanced for treatmemt. However, it was noted that the stent balloon would not deflate and was unable to pull back into guide catheter. No known patient complications were reported. It was further reported that the balloon was removed intact from the patient's body by pulling the guide and wire out at once in a not fully deflated state.